Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 600 mg/dl. Cause was not known. The customer went to the emergency room. No additional information was provided

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.